Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Drill bit snapped while drilling. A fragment was left inside the patient. It was unrelievable. Surgical delay of 60 minutes occurred.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. All available product photographs were reviewed. Based on the photo evidence provided, complaint is confirmed. Drill's tip was broken and separated from the rest of the part. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.